Manufacturer narrative:
The investigation for the reported issue has been completed. Sidearm was visually inspected and no abnormalities were observed. A syringe was attached to the side arm and a leak was observed at the reservoir. The cause of the purge leak was sidearm reservoir damage. Leakage was from the membrane. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp device. The complainant reported a purge side arm leak originating from the reservoir. A side-arm bypass configuration resolved the issue. No patient harm and support proceeded as planned.